Event description:
Customer called to report high bgs. High bgs were treated with a manual injection. Troubleshooting was performed. The driver arms were loose and the driver block was moving freely across the lead screw in the locked position. Additionally, the insulin did not exit with the reservoir in the pump, but with the manual prime the insulin exited.